Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 correction: h6 (annex g) event description as reported, during ureteroscopic laser lithotripsy, the user discovered the basket wire of an ncircle tipless stone extractor was deformed, preventing the basket from closing completely. The issue was discovered prior to patient contact and the device was not used. The procedure was completed by using another same device. There were no adverse effects to the patient reported. Investigation evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ncircle tipless stone extractor was returned in an opened outer packaging. The basket was in the open position, and the handle could actuate basket formation. However, the basket was "flat" and did not retract into the sheath correctly. All fittings on the handle were tight. The handle showed heavy biomatter. A document-based investigation evaluation was performed. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The returned device was found to have a basket that was deformed. The basket wires were not perpendicular to each other, resulting in a basket shape that was flat in appearance. The cause for the deformed basket wires could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 27apr2023. The procedure was completed by using another same device.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during ureteroscopic laser lithotripsy, the user discovered the basket wire of an ncircle tipless stone extractor was deformed, preventing the basket from closing completely. The issue was discovered prior to patient contact and the device was not used. There were no adverse effects to the patient reported.